Manufacturer narrative:
(B)(4). Review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye (os) on the same day of laser treatment post op exam. The patient¿s chief complaint was of blurry vision and decreased visual acuity. A flap and rinse procedure was required to remove the striae. The striae and symptoms were resolved 12 days after the secondary procedure was performed. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 -6.00 x -1.00 x 175, left eye pre-op 20/20 -6.00 x -.75 x 170. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye p0st-op 20/20 -.25 x -.25 x 130.